Event description:
The customer states that the pt has had ten different sample draws for testing with the axsysm troponin-I assay with test values ranging from 18 to 25 ng/ml. A cardiac catheterization was performed with negative results. The samples generated negative results with the roche platform. Controls were with specifications. There is no further impact to pt management reported. Note: date of event (b.3.) Is approximate with the info available.